Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection in the scrotum. A new 20 cm x 12 mm spectra penile prosthesis was implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection in the scrotum. A new 20 cm x 12 mm spectra penile prosthesis was implanted.

Manufacturer narrative:
The complaint component was returned and analyzed. The reported allegation of infection was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.